Event description:
A user facility's registered nurse (rn) reported a blood leak that occurred two hours into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the blood pump area. The patient¿s estimated blood loss (ebl) is unknown. The complaint device is available to be returned to the manufacturer for physical evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility's registered nurse (rn) reported a blood leak that occurred two hours into a patient's hemodialysis (hd) treatment. The blood leak was visually observed in the blood pump area. The patient¿s estimated blood loss (ebl) is unknown. The complaint device was not returned to the manufacturer for physical evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Event description:
A user facility¿s registered nurse (rn) reported a blood leak that occurred two hours into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the blood pump area. The patient¿s estimated blood loss (ebl) is unknown. The complaint device is available to be returned to the manufacturer for physical evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.